Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). During the procedure, the device was programmed into electrocautery mode and pacing inhibition was observed. Boston scientific technical services (ts) was consulted and discussed this was likely due to defib detect circuit that can be triggered even in electrocautery mode. No adverse patient effects were reported. This device was successfully replaced. At this time, it is unknown if this device will return for analysis.